Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7070554/7074396. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: 25949862.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site and there was some protuberance in that area. The patient also experienced a difficulty charging the ipg. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.